Event description:
During filter retrieval on (B)(6) 2018, a filter perforation of moderate severity was noted with one strut noted to be extravascular and mild medial tilting of the filter. The filter was removed after using 2 other extraction devices. The event resolved without sequelae.